Manufacturer narrative:
The device history records could not be reviewed as the lot number is unknown. The result of the investigation was inconclusive as the filter remains implanted and the delivery system was not returned. It is unknown if patient or procedural factors contributed to this event. The current IFU (information for use) for this device the states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of the filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens.

Event description:
It was reported the a filter that had been implanted for 3 days was discovered to have migrated above the renals. The patient was asymptomatic. There was no patient injury reported. The filter remains implanted. No intervention had been planned.